Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 26-jun-2017, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted wit a neurostimulator (ins). MRI tech said pt had ipg removed but not lead. Caller said she can see the lead coiled up on the x-ray and the electrode paddle is potentially broke off from it but it is hard to tell on the image. Caller said image was taken (B)(6) 2020.